Manufacturer narrative:
The devices associated with this report were not returned. A complaint database search finds no other related incidents against the known product/lot combinations since their release for distribution. A lot code for the inserter instrument is not known. A two year complaint database search against the inserter product code finds no other reports of any kind. The investigation could not draw any conclusions regarding the reported event. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should additional information be received, the investigation will be reopened.

Event description:
Patient was revised to address dislocation. Surgeon implanted multihole cup, screws, and constrained liner. Surgeon struggled to put on locking ring using depuy ring inserter and tamps. He damaged the liner in the process and loosened the cup. The cup and liner were pulled and a 36x56 liner was cemented into the patient's acetabulum. Upon trial reduction, the construct was found to be unstable. The surgeon elected to leave the liner in and cement a 44mm cup over it with a 28mm liner. The problems experienced resulted in a total surgical delay of four (4) hours.